Event description:
Olympus was informed of the following event by the FDA via mw5109368: the customer reported while the surgeon was using olympus flex ureteroscope v2r, he was unable to straighten and use the scope. It was also reported that the scope kinked in the ureter and surgeon had to use multiple wires to set the scope free/straighten. The intended therapeutic cystoscopy, left retrograde pyelogram, left ureteroscopy, laser lithotripsy, stone extraction of both ureteral and renal calculi, ureteral stent exchange was cancelled due to this issue. Patient required a stent and may require additional surgery at a later date. In addition, the customer reported the subject device was inspected prior to the procedure and no issues were found. The customer does not know when the device failure occurred during the procedure and if there was a procedural delay.